Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR# 2134265-2012-02744. It was reported that during a stenting treatment procedure, stent damage occurred. The 85% stenosed lesion being treated was located in the severely calcified right coronary artery (rca). The distal rca was predilated with an unspecified balloon catheter. The physician advanced 2.50x24mm promus element stent to the target lesion; however it was unable to cross and was removed. Then, the physician implanted a 2.5x12mm promus element stent in the distal rca and postdilated. The 2.50x24mm promus element stent was readvanced to implant at the proximal edge of the implanted 2.5x12mm promus element stent; however, it was unable to cross again and was implanted in the proximal to mid rca instead. The stent was postdilated. Ivus was performed after the 2.5x12mm and 2.5x24mm promus element stents were implanted, which revealed good apposition. The physician attempted to implant 2.50x16mm promus element stent between the implanted 2.5x12mm promus element stent and 2.50x24mm stents promus element stent, but it was also unable to cross the lesion. Upon removing, the 2.50x16mm promus element stent, the device caught on the distal edge of the implanted 2.5x24mm promus element and the distal become deformed. Once the 2.50x16mm promus element stent was removed from the patient it was noted that the proximal portion of the stent struts were lifted. The procedure was completed by implanting 2.5x24mm and 2.5x8mm non-bsc stents. No patient complications were reported and the patient's status is good.